Event description:
It was reported that wake button on pump was very hard to press and sometimes got stuck. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.